Manufacturer narrative:
Device received with constant a35 alarm during the rewind test due to motor encoder signal out of phase. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant a35 alarm. Unable to verify motor error alarm due to a35 alarm. Used a test motor to clear the a35 alarm in order to perform the care link upload. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to hyperglycemia, diabetic ulcer and an infection from (B)(6) 2020. The customer¿s blood glucose level was 542 mg/dl at time of incident. Another blood glucose level was 167 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer stated that the symptoms related to high blood glucose such as fever, nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will not be returned for analysis.